Event description:
During a farapulse procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The farawave catheter had one spline inverted, which could not be fixed in the body. The catheter was pulled out and manually corrected, but the issue recurred. A second catheter was opened, but the sheath did not seal properly during the insertion of the catheter, resulting in significant bubble formation in the syringe during aspiration. A new faradrive sheath was opened, which resolved the issue. The procedure was completed successfully without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.